Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.50x16mm synergy drug-eluting stent was selected for treatment. However, it was noted that the stent strut was sticking up before it was advanced into the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient status was fine.